Event description:
It was reported that pump displayed repeated malfunction alarms in monitoring software, and caller noted at least three occurrences of same malfunction on pump with no notable events before alarms. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to put pump into storage mode before return, and was advised to reenter pump settings and reconnect continuous glucose monitor on replacement pump, while technical support confirmed shipping details, arranged replacement of pump under warranty, and requested return of problematic pump using prepaid label within 10 days.